Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor as inserted into the abdomen on (B)(6) 2023. The patient reportedly experienced a total of 5 failed sensors between (B)(6) 2023 through (B)(6) 2023. On (B)(6) 2023, the patient's sister brought the patient to the hospital for evaluation of hyperglycemia with bg 1600 mg/dl and symptoms of extreme thirst and vomiting after the sensor had failed. It was not documented whether the patient was aware of the sensor failure, how long after the failed sensor the patient developed symptoms, or whether the patient was monitoring the bg by fingerstick after the sensor failed. The patient was treated with unspecified injected insulin. The patient was released from the hospital the following day (B)(6) 2023. Of note, the patient was advised to use a different insertion site due to scarring. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.